Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the objective prism fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the objective prism. In addition, our technician confirmed that the u/d and the r/l pulley wires fluid damage, and the control body corroded; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(fluid damage).